Event description:
The technician alleged that the brake would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the old style brake bushings with any new style brake bushings to resolve the issue.